Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex tip coil was found without damage. The distal and proximal dps restraints were intact, with no signs of damage. The dps sleeves were intact with tears. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were opened and frayed, while the middle part of the braid was fully opened. No defects were found on the pushwire. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete to open at distal¿ was not confirmed, as the returned pipeline flex braid¿s distal end was opened and frayed. The cause of the failure to open could not be determined. In addition, the braid¿s proximal end was found to be opened with fraying. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the user reported moderate vessel tortuosity, and the braid was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. A damaged braid could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing delivery wire against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the access was established, the ped-475-20 stent was pushed to go upper into place by phenom27, and the stent was deployed in situ. The tip end was deployed about 9mm, but it did not open smoothly. After waiting for 30 seconds, it still did not open. The surgeon tried to push the stent to increase the tension, but still could not solve the problem. Finally, the surgeon retrieved the stent and deployed the tip end about 10mm, but it still did not open. The surgeon tried to push the stent to increase the tension again, but still could not solve the problem. Finally, the surgeon withdrew the system. The pipeline was used for an indication that is approved. The pipeline and any accessory devices were prepared as indicated in the IFU. There were no symptoms reported. The patient was being treated for a saccular, ruptured aneurysm in the left ophthalmic artery with a max diameter of 8.3mm and a neck diameter of 4.2mm. The landing zone was 4.11mm distally and 4.72mm proximally. Angiographic result post procedure was normal. Vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline had not been placed in a vessel when it failed to open. In an attempt to solve the problem they tried retrieving, increasing and decreasing tension, deploying, and swinging back and forth.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.